Event description:
The hospital reported an arterial line rupture while the patient was on bypass due to extremely high trans-membrane pressure. The hospital reported that the pressure gradient was in excess of 800mmhg. Patient temperature was 30 degrees celsius. They came off pump, repaired the arterial line, debubbled the oxygenator through internal circuit, and went back on bypass. The patient was off bypass for approximately two minutes. The patient suffered a stroke six to ten hours post-operatively and then a secondary stroke a few days later.